Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was able to duplicate and verify the reported issue. The technician found that there was a direct short less than 1 ohm across the battery terminals. Capacitor, c25 was removed, which removed the short and the device was able to be powered on.